Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26362. It was reported the pt is experiencing loss of stimulation to his right side. Reprogramming was unable to resolve the issue. Diagnostic testing showed multiple invalid contacts. Follow up information identified that xrays are planned to evaluate the leads.